Event description:
This lead was implanted on (B)(6) 2003, and remains implanted at this time. A call to technical services placed on (B)(6) 2013, states that the patient is in atrial fibrillation on presenting electrogram. They noted, noise on shock channel and no ra for shock lead impedance that varies only from 45-55 ohms v-36. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).